Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI upn: m365sc2408560, model: sc-2408-56, serial: (B)(6), batch: 7080488, UDI: (B)(4). Product family: scs-linear leads-MRI upn: m365sc2408560, model: sc-2408-56, serial: (B)(6), batch: 7080469, UDI: (B)(4).

Event description:
It was reported that the patient was no longer getting adequate pain relief despite of optimizing the program. X-ray showed that the lead had shifted to the left. The patient underwent a spinal cord stimulator (scs) system replacement procedure and was doing well postoperatively. The explanted device components were discarded by the medical facility.